Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient has had a functional artificial urinary sphincter (aus) for several years but approximately two months ago the device stopped working. The patient went from being continent to using four pads a day due to incontinence. The physician suspected atrophy and elected for revision surgery. The procedure was performed and all components were removed and replaced. No additional patient complications were reported.